Event description:
During a surgical procedure, the arkon anesthesia machine display unit showed a mixer concentration error. A portable rgm was brought into the room to complete the case with. After the case, the machine was removed from service until it was tested / cleared by biomed.